Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, a leakage error occurred on the device, however customer cancelled the technician's visit. As there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm reported. The root cause to the reported issue has not been determined. H3 other text : 4117.